Manufacturer narrative:
The patient is (B)(6). An event regarding revision due to periprosthetic fracture and mechanical fracture involving an mrs stem component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: DHR review was satisfactory. -complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the reported event cannot be confirmed with the limited information provided. Further information such as x-rays, operative reports, patient history, follow-up notes and device evaluation are required to complete the investigation for determining root cause.

Event description:
It was reported that the patient had revision for periprosthetic fracture and mechanical failure.

Event description:
It was reported that the patient had revision for periprosthetic fracture and mechanical failure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.